Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. Date of explant is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22197; related manufacturer reference number: 1627487-2020-22199. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to provide effective therapy. Physician recommended system be removed as it was not providing effective therapy and patient consented. System was later removed.